Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 400 apac, an external blood leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified on the visual inspection of the provided picture. Due to the absence of actual sample the cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted.